Event description:
It was reported that the patient was experiencing itchiness and hip pain leading down to the left leg. A contact dermatitis like reaction from adhesive of the chloraprep, stayfix, and tegaderm was also reported. Patient has several areas of erythema with a fine macular rash noted along the edges of where tegaderm was placed as well as over the areas where the stayfix was located. The patient was given benadryl medication which improved the itching and burning sensation in the back. The trial leads were pulled out and the area was cleansed with warm water. Additional information was received that the trial leads were not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred couple of weeks ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231670e0, model: sc-2316-70e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing itchiness and hip pain leading down to the left leg. A contact dermatitis like reaction from adhesive of the chloraprep, stayfix, and tegaderm was also reported. Patient has several areas of erythema with a fine macular rash noted along the edges of where tegaderm was placed as well as over the areas where the stayfix was located. The patient was given benadryl medication which improved the itching and burning sensation in the back. The trial leads were pulled out and the area was cleansed with warm water.